Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer 6 pocket b5 failed to lock and cannot be recovered. A field service engineer (fse) confirmed that the customer resolved the issue and the pocket had been filled beyond capacity. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 pocket b5 was failed to lock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.